Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2009, this patient underwent endovascular repair of a pseudoaneurysm in the descending thoracic aorta using a gore tag thoracic endoprosthesis (tg2610/06608397). The patient tolerated the procedure. On (B)(6) 2009, the patient was discharged from the hospital. The aneurysm diameter measured 45.8 mm. On (B)(6) 2010, at the six-month follow-up study, the aneurysm diameter measured 39.8 mm. On (B)(6) 2010, at the one-year follow-up study, the aneurysm diameter measured 28 mm. Two additional follow-up studies revealed no adverse events. On (B)(6) 2013, at the four-year follow-up study, the aneurysm diameter measured 36 mm. Also, stent-graft infection was revealed. As reported by the physician, a suture that was used for surgical esophageal replacement could have been the source of the infection, and infection spread to the gore tag thoracic endoprosthesis. On (B)(6) 2013, the gore tag thoracic endoprosthesis was explanted and the thoracic aorta was surgically replaced with a vascular graft to treat the infection. The patient was withdrawn from the follow-up studies, therefore, no additional information is available.